Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.

Event description:
During post mapping for an atrial fibrillation procedure, blood was leaking from the valve of the sheath. The procedure was completed without replacing the device with no adverse patient consequences. Transeptal access, mapping, and pfa therapy were performed without issue.